Manufacturer narrative:
Concomitant medical products: item: metasul ldh, head, 50, code p, taper 18/20 item#: 01.00181.500, lot: 2414145; item: metasul ldh, head adapter, m, 0, taper 12/14-18/20 item#: 01.00185.146, lot: 2429327; item: avenir mueller, stem, standard, uncemented, ha, 7, item#: 01.06010.007, lot: 4009573. Trend analysis: trend has been identified and CAPA was initiated and performed. DHR-review: the quality records indicate that these components met all requirements to perform as intended. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in (B)(6) 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in (B)(6) 2008 as notification (B)(4). Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. Therefore, zimmer gmbh considers this case as closed. Should any additional information that changes the assessment become available to us, or any extra demand be requested, we will re-evaluate the case. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted with a metasul durom, component for acetabulum, uncemented, 56/50, code p and felt subsequently pain in the hip, date when pain started is unknown. It was also reported that the patient has elevated ion level. Note: currently the patient is monitored due to pain and elevated ion level.